Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: unknown cement; catalog no.: unknown; lot no.: unknown. Medical product: oxf fix lat brg e3 right; catalog no.: 154370; lot no.: 885010. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient suffered from stiffness and adhesions and required a manipulation under anesthesia.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified a non-conformance due to a cosmetic issue during manufacturing, which was accepted after the rework activity. The anomalies would not have been attributed to the event. The device is used for treatment. The reported products were reviewed for compatibility with no issues noted. A complaint history review for item 161469 identified two (2) previous similar complaints. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: event date: 12 - nov - 2021 description: initial right total knee arthroplasty on (B)(6) 2021. Subsequently on 12 - nov ¿ 2021 had an mua (manipulation under anaesthesia) due to stiffness and adhesions. Implants remained intact.